Event description:
A malfunction with code malf 12 was reported, but there were no notable events prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer was assisted by technical support to reset the pump after receiving malfunction code reset information, and the issue did not recur.